Manufacturer narrative:
According to the report, "one of (B)(6) doctor told us that he recently experienced several infection cases after using bioglue on anastomosis site." A second email from the distributor stated [the surgeon] "belongs to (B)(6) university. (B)(6) university has several branch hospitals in (B)(6), which is the second biggest (B)(6) next to (B)(6). And he is basically very positive bioglue users...according to his opinion, recently he experienced several infection cases, and he worries about the bioglue toxicity influence. He thinks that, when bioglue is applied to tissues, it causes some strong inflammation, and it leads to infection." A face-to-face meeting was held with the distributor, and according to the distributor, the surgeon told him that "around 6 months after bioglue application they had 5 or 6 cases of infection." The surgeon also told him that they used bioglue in repair of aneurysm cases. According to the distributor, the surgeon stated he used too much bioglue; ex: 3 syringes on one patient. The surgeon now understands he used too much bioglue, which likely led to the inflammation around the aortic vessel. It was requested that details be obtained for each of the cases, including the date of implant, date symptoms first appeared with each patient, lot number used, and any other pertinent details. Multiple attempts have been made to follow-up on information for each patient; however, no additional information has been received. This report represents the sixth of 6 patients. As specific dates of implant are unknown for each case, it was not possible to request the distributor identify possible lot numbers shipped to the hospital in the six months prior to the implant procedure. Therefore, a review of records could not be performed. A review was performed of the available information. According to the report, 5-6 patients underwent aneurysm repair procedures in which bioglue was used on the anastomosis and presented approximately 6 months postoperatively with infection. The surgeon stated that he used too much bioglue, stating that 3 syringes of bioglue were used in at least one of the patients. No information is provided regarding the symptoms exhibited, testing conducted to confirm infection, treatment provided for the infections, or when/if the infections have resolved. Bioglue is terminally sterilized via gamma irradiation. This, coupled with the fact that the infections occurred approximately 6 months post-operatively, make it unlikely that bioglue is a primary cause of infection. Foreign body reactions have been reported with the use of bioglue. It is possible that the large amounts of bioglue utilized in the patients resulted in an increased or robust inflammatory reaction that, unless confirmed with a positive culture, may have been misdiagnosed as infection. Furthermore, because bioglue undergoes a validated terminal sterilization process it is unlikely the alleged infections are related to the product. There is insufficient information available to definitively determine the root cause of the reported events. The IFU provides the following instructions: "hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals," "bioglue is not for patients with a known sensitivity to materials of bovine origin," "do not use bioglue in the presence of infection and use with caution in contaminated areas of the body," and "development of immune complex disease, with various manifestations, as the device undergoes resorption is also a possibility." The IFU also states "bioglue, which degrades via proteolysis, can be slow to resorb dependent on the quantity of adhesive applied. The slow resorption of excessive amounts of bioglue has been associated with sterile inflammatory response requiring explant of the material. Bioglue should be applied as a thin layer, as an adjunct to sutures or staples, and in amounts sufficient to seal the area. Bioglue should not be applied in excess." The IFU lists the following potential adverse events associated with the use of bioglue: inflammatory and immune response, allergic reaction, and infection.

Event description:
According to the report, "one of (B)(6) doctor told us that he recently experienced several infection cases after using bioglue on anastomosis site." A second email from the distributor stated [the surgeon] "belongs to (B)(6) university. (B)(6) university has several branch hospitals in (B)(6), which is the second biggest (B)(6) next to (B)(6). And he is basically very positive bioglue users...according to his opinion, recently he experienced several infection cases, and he worries about the bioglue toxicity influence. He thinks that, when bioglue is applied to tissues, it causes some strong inflammation, and it leads to infection." A face-to-face meeting was held with the distributor, and according to the distributor, the surgeon told him that "around 6 months after bioglue application they had 5 or 6 cases of infection." The surgeon also told him that they used bioglue in repair of aneurysm cases. According to the distributor, the surgeon stated he used too much bioglue; ex: 3 syringes on one patient. The surgeon now understands he used too much bioglue, which likely led to the inflammation around the aortic vessel. It was requested that details be obtained for each of the cases, including the date of implant, date symptoms first appeared with each patient, lot number used, and any other pertinent details. Multiple attempts have been made to follow-up on information for each patient; however, no additional information has been received. This report represents the sixth of 6 patients.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "one of (B)(6) doctor told us that he recently experienced several infection cases after using bioglue on anastomosis site." A second email from the distributor stated [the surgeon] "belongs to (B)(6) university. (B)(6) university has several branch hospitals in (B)(6), which is the second biggest (B)(6) next to (B)(6). And he is basically very positive bioglue users...according to his opinion, recently he experienced several infection cases, and he worries about the bioglue toxicity influence. He thinks that, when bioglue is applied to tissues, it causes some strong inflammation, and it leads to infection." A face-to-face meeting was held with the distributor, and according to the distributor, the surgeon told him that "around 6 months after bioglue application they had 5 or 6 cases of infection." The surgeon also told him that they used bioglue in repair of aneurysm cases. According to the distributor, the surgeon stated he used too much bioglue; ex: 3 syringes on one patient. The surgeon now understands he used too much bioglue, which likely led to the inflammation around the aortic vessel. It was requested that details be obtained for each of the cases, including the date of implant, date symptoms first appeared with each patient, lot number used, and any other pertinent details. Multiple attempts have been made to follow-up on information for each patient; however, no additional information has been received. This report represents the sixth of 6 patients.